Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified significant signs of wear about the outer threads, and fracturing at the collar. The per indicates the patient has a history of bruxism. The reported product was located on tooth # 25 (fdi) and used for approximately 9.5 years. Device history record (DHR) review was completed for the subject lot number 61613454. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61613454) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Premarket identification PMA/510(k) number k013227.

Event description:
Doctor reported the implant in tooth location 13 fractured and was removed. The fractured implant was supporting a bridge of 3 cemented pieces of a bridge with two implants. Implant was removed and doctor place another implant instead. Patient felt pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.